Event description:
It was reported by a customer complaint that the patient was hospitalized due to diabetic ketoacidosis. It is reported that the problems began when the infusion set had become disengaged and the pt did not notice it for some time. The patient's family members changed out the set without a decrease in blood sugar. The set was changed 2 more times without a decrease. At time of admittance, blood glucose was 258 with high up to 594. It was stated the device did not issue any alarms or alerts. It was reported that the patient was released after 2 days. The device will be returned for evaluation.